Event description:
It was reported that during follow-up, an alert for low lead impedance was observed. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.